Event description:
Department policy requires a functional check of all resuscitation bags prior to dispensing to the pt care areas. This unit failed the test. It does not function properly. Please note: this is a piece of life support equipment.